Manufacturer narrative:
Product ID: nim4cm01, serial/lot number: (B)(6), UDI: (B)(4): h3: analysis of the device was completed and found that the unit was presented with a missing battery door screw, low battery charge, a broken eic pcba muting probe jack and a broken pmb pcba pi cable connector. H6: codes updated; previously applied codes fdm b21, fdr c21, fdc d16, img g02030 were no longer applicable and fdr c07, fdc d02, img g04034 / g0405213 are now applicable. Product ID: nim4cpb1, serial/lot number: (B)(6), UDI#: (B)(4): h3: analysis of the device was completed and the unit was presented with a fully charged batteries and a worn fuse label. H6: codes updated; previously applied codes fdm b21, fdr c21, fdc d16, img g02005 were no longer applicable and fdr c0601, fdc d20, img g04080 are now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the nim vital device used was giving excess noise; need to look at muting cord adaptor, and connection. The system displayed an 'out of measurement range' and 'lead-off detected' error message. Nim 3.0 devices was also used and determined that the leads ground and stim were pulled from patient which caused it to fail. One channel was used in trap muscle. The procedure was completed using the varistim probe and there was no patient impact.